Event description:
It was reported that the patient presented in-clinic for a check. The implantable cardioverter defibrillator exhibited inappropriate therapy and incorrect interpretation of signal. Programming changes were made on the device. Patient was stable.